Manufacturer narrative:
One device was returned for investigation. It was reported that battery cassette was damaged and the battery separators have fallen out" was confirmed through visual inspection per pvt. Replaced battery compartment. Upon further investigation found uso sensor defective. Replaced uso sensor. Performed pvt, unit passed all testing criteria. Identified probable cause was battery compartment damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the battery cassette was damaged and the battery separators have fallen out. Upon further investigation found uso sensor defective.